Event description:
The report from the field indicated that: a patient was undergoing a procedure to a restenosed stent in a tortuous rca. Resistance was encountered during advancement. The edge of the 2.5x13mm cypher stent was noted to have snagged the other stent. When the cypher was removed, the proximal stent struts were noted to be flared. The procedure was successfully completed with another stent. There was no patient injury.